Manufacturer narrative:
No parts were replaced to address the reported problem.

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator failed while in use on a patient. The fse reported a review of the device diagnostic log indicated a vent inop due to flow sensor failure. The customer reported there was patient involvement but no patient harm.